Manufacturer narrative:
There was no problems with the design or mfg of the screw that contributed to the event. The device was used in a manner (i.e., inserted into the pedicles of the spine) for which it was not indicated and for which it currently bears labeling, in according with FDA requirements, prohibiting such use.